Event description:
Alleged issue: during an adrenalectomy, the doctor heard the clips ligating after closing a vessel, but after a while the clip broke by itself. The doctor "changed another clip" and completed the surgery successfully. There was no patient injury and the patient's current condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.